Event description:
Baxter IV pump infusing amiodarone 900mg/500ml. At shift change amount in bag noted visually by (B)(6). At 0000, (B)(6) noticed that bag continued to have same volume and appears to not have been infusing anything. Pump changed and biomed work order placed on faulty pump. FDA safety report ID# (B)(4).